Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of signal on their smart device and an adverse event. It was reported that the patient contacted dexcom to report a loss of connection and was on the phone call for over 40 minutes. At the time of the phone call, the technical support (ts) representative noticed that the patient started to slur her words and sounded like she was starting to fall asleep. The ts representative attempted to call the fire department to assist the patient until the patient mentioned that she was a rehabilitation center. The patient as able to call a nurse to come in and check her blood sugar that read 30 mg/dl. The nurse gave the patient apple juice and a peanut butter and jelly sandwich. Patient alleged that the loss of connection caused her low event. On (B)(6) 2017, the patient was further contacted and was reported to be in good condition. No additional or event information is available. Data was received for evaluation. A review of the data log confirmed the reported event of a loss of connection. A root cause could not be determined.